Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device; handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported device failure. Both ends of the foot were also examined and there were no needle strike marks detected. There was no manufacturing or quality inspection deficiency detected with the returned components that would contribute to the reported unspecified device failure. A proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacture to assure that the needle trajectory is within specifications. Based on the returned components the reported unknown device failure can not be confirmed. To assure that all products perform according to specifications they are subject to inspections during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the cause for the report of the device operating differently than expected, subsequently failing to achieve hemostasis could not be determined, as the reported device failure experienced during use appears to be related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any noncomforming material records for this lot that could have contributed to this complaint. A perclose proglide device is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device 'failed'. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided